Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The patient¿s mother reported that the patient had been having skin reactions involving severe itching and scratching at the patch locations, starting in the first 3 days after patch application. The mother had applied lotion, over-the-counter itch creams, and ice packs, with varying success. They have also used dexcom overlays and various otc barriers including tegaderm, skin tac and another (she could not remember the name). Due to previous reactions, they had stopped using the system from the first week of august until this sensor was inserted on (B)(6) 2019 on the underside of her right arm and were checking blood glucose (bg) finger sticks during that time. The site had been washed with mild soap and water. She did not use alcohol wipes as she though that might be drying the skin and worsening the reactions. No barriers, overlay patch, benadryl, or flonase were used with this insertion. She stated that when the sensor was removed on (B)(6) 2019 the patient¿s skin was ¿really, really bad¿ and the patient does not want to use the dexcom anymore because of the severity of the reaction. The patient was seen by the endocrinologist on (B)(6) 2019, who recommended hydrocolloid patches to use as a barrier. Further contact was made with the patient¿s mother on (B)(6) 2019 and she indicated that things were going well using the hydrocolloid patch with the next sensor, with slight itching but no significant reaction. She also stated that they have not yet seen a dermatologist because it takes a long time to get an appointment. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.